Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the an intermittent keypad. The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to the #0, #1 and #2 keys being intermittent. Evaluation found that this was caused by a failed keypad. The remaining keys were tested and were functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. During evaluation it was found to operate intermittently. Any patient involvement, injury or medical intervention is unknown.